Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 46mm diameter abdominal aortic aneurysm. It was reported during the index procedure prior to inserting etlw1620c124ej, the treatment length was measured and confirmed as 120mm using digital subtraction angiography to determine the length to the iia/eia bifurcation on the right side from the already implanted main body. When the physician inserted the delivery system into the patient and attempted to adjust the positon under imaging it appeared the limb length of 124mm would not reach 120mm and the physician was concerned there would be inadequate sealing of the rcia and a high probability of a distal type ib endoleak. The physician elected to remove the delivery system from the patient and implanted etlw1620c156ej to complete the procedure successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There was no defect observed on the returned device. Visual inspection confirmed the graft was correctly positioned at the stent stop. The graft length was measured at 120mm. The graft was deployed with no abnormalities noted. The deployed graft length was measured at 124mm. No abnormalities were observed to the device during analysis. The physician elected to implant a 156mm graft in the iliac artery. It is possible that the iliac artery was tortuous, and this resulted in the physician concerns over the length of the implanted graft however; as procedural films were not provided this cannot be confirmed. If information is provided in the future, a supplemental report will be issued.